Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that since the pump and ins were put in on the same day, but that afternoon or the following day the patient fell so the hcp did a surgery to take everything out from t1 to c1 and rebuilt it, so they were still in the healing process. Due to the surgery, the patient had to shut if off for the longest time because they needed an MRI. A rep turned the device back on in (B)(6) 2019. No further complications were reported.